Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the pace/sense portion of the lead was capped and replaced due to a sudden increase in impedances, oversensing and inappropriate therapies. The lia was triggered due to the lead performance. No further patient complications were reported as a result of this event.